Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 200 ohms. No oversensing was noted and all other daily measurements were within normal limits. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.